Event description:
A site representative reported an open spine clamp that had a stripped screw. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement shipped to site (B)(4) 2013. Medtronic investigation of returned suspect open spine clamp finds that as reported, the clamp face is bent to one side. Also, the adjustment screw has some threads stripped in the middle of the travel. The retainer ring is stretched from overtightening allowing some play in the clamp face. Physical damage directly caused the event.